Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump exhibited repeated bluetooth connectivity issues along with battery failure characterized by inability to fully charge, failure to hold a charge, and one episode of complete power loss that triggered a device reset and required reentry of configuration values. Symptoms included the need for frequent user intervention to ensure continued insulin delivery, while blood glucose remained within target range. Outcomes included shipment of a replacement pump and instructions for safe shutdown, data syncing, and return of the original device. Investigation included troubleshooting by support, review of user-provided photographs, receipt and inspection of the returned device. Failure investigation was unable to replicate the alleged device issue. No fault was found with the device.